Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Regulatory agency reported an intracapsulare rupture. The device has been explanted. This record relates to the left side.